Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the display screen blacked out and machine beeping due to component issue. Field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary display screen blacked out and machine beeping, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.